Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. Customer also reported a motor position encoder error alarm and the insulin pump was unable to rewind after. Customer's blood glucose was 85 mg/dl. The customer stated the drive support cap was sticking out. Customer also stated a motion sensor test failure alarm occurred after the rewind process. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No loose protruded drive support disk noted. No a35 alarm noted during rewind. No e70 alarm noted during testing; however, a confirmed e70 alarm was noted in the alarm history file. The insulin pump passed displacement, rewind, basic occlusion and prime tests. The insulin pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.